Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: the insufflator shut down, asking us to ¿reconnect the tubing¿. Probable root cause: because device was not returned to OEM - wom, probable root cause cannot be determined. The reported event could not be confirmed. There are no signs of a manufacturing issue. The event description is poor and general. Despite our follow-up attempts, no further information was received. There is only a "connect tube set" message, which is shown if there is no tube set connected (latching mechanism of tube set not engaged) and the insufflation is stopped. If the latching mechanism is not engaged during insufflation, either by accident or mechanical force the insufflation will stop and the "connect tube set" message will be shown. If the tube set is reconnected, insufflation can be continued by pushing the start button. With this limited information the most probable root cause could not be determined. It could be a device-independent is-sue or an actual malfunction. There was no report about a collapse of the pneumo with a potential danger of instrument to injure the patient. However, the conversion to open procedure would not lead to temporary or permanent serious deterioration of health. There is no serious injury reported. If, contrary to expectations, further information is still provided or the device is sent in for evaluation in the future, the reporting decision will be reassessed based on the investigation report. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the procedure was converted to open procedure.

Event description:
It was reported that the procedure was converted to open procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Stryker is the initial importer of this product. The legal manufacturer is world of medicine (wom). Wom has been made aware of this report event.